Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has had issues with hemolysis and a stroke, but was discharged from the hospital to an acute rehabilitation facility. It was reported that the patient first had signs and symptoms of hemolysis about 3 months prior. The patient's lactate dehydrogenase (ldh) continued to rise, as well as his anemia (hemoglobin 7.3). His ldh peaked at 1651 and his plasma hemoglobin was 24 a couple of months later. The patient was off and on a bicarb drip, and a heparin drip anytime his international normalized ratio (inr) drifted down. His hospital stay was reported as being prolonged by the hemolysis. It was also reported that the patient had a stroke after the hemolysis was discovered, but he no longer has any residual effects. The patient had photophobia, dysphagia and thigh numbness with the onset of the stroke. It was reported that from the hemolysis standpoint, the patient never had hematuria or heart failure symptoms and was reported as be omg stable. The patient's anticoagulation goals/levels were : month ago his inr was 2.5 and one month later it was 4.1 when the stroke was actually diagnosed. The patient remains ongoing.